Event description:
Voluntary medwatch received states the right atrial (ra) lead exhibited intermittent undersensing upon reviewing the stored electrograms (egms). No changes or interventions were reported. There were no patient consequences.